Manufacturer narrative:
(B)(4).on (B)(6) 2012 product surveillance contacted the home patient (hp) regarding this event. The hp stated that he did a manual exchange and did not notice anything about the original supplies he was using. There were no samples or lot number available. There was no patient injury or medical intervention reported. Therapy has been going well since.

Manufacturer narrative:
(B)(4). This complaint for a report of a low drain volume alarm was confirmed. The root cause was air in patient line. The source and cause of air in the line is unknown. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The lot number and sample availability are unknown at this time. Baxter is attempting to obtain additional information. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted baxter's technical service center to report having a low drain volume alarm with the homechoice (hc) machine during initial drain. The technical service representative (tsr) asked the home patient (hp) troubleshooting questions. The tsr had the hp close the clamps, disconnect and cycle power. The hc alarmed power restored / initial drain. Per the hp, there was air in the patient line. The tsr assisted the hp with ending the therapy and getting the set out. The tsr recommended the hp contact the nurse. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.